Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect and medical device clinical codes.

Manufacturer narrative:
H6: corrected the following: type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10: concomitants: 08 0025 13 032 a10007 - gps knee implant kit 2436475 02-010-01-0320 - logic femoral ps cem right sz 2 2622973 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 3550225 200-02-32 - three peg patella 32mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 110 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and instability. The operative surgeon revised the right knee and replaced the tibial and femoral components. No further issues or complications were reported. No additional information is available.